Event description:
Boston scientific received information that the patient with this device system was seen following device therapy. Therapy was confirmed to be exhausted in one treated episode. Upon review, it was determined therapy was delivered because rhythm ID was negative and stable and atrial fibrillation rate threshold (afrt) was false. The patient was noted to have recently been weaned off of amiodarone. Technical services was consulted and discussed that reprogramming was not necessary. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.